Manufacturer narrative:
Updated d8 and h3. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was not reproduced. The likely cause could be a difference in perception of device handling and reprocessing procedures between the olympus recommendations and the relevant facility. However, a definitive root cause could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use (IFU): the IFU states, "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them," warning against improper reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Based on the observation summary report from an endoscopy support specialist (ess), there were some reprocessing deviations observed during the on-site visit, and they are as follows: not using the suction cleaning adapter during reprocessing the ess provided a reprocessing in-service or reprocessing training to the user facility staff. The ess provided the user facility staff reprocessing training materials for their reference.

Event description:
Olympus was informed that during an onsite visit, the user facility staff was not using the suction cleaning adapter during reprocessing. No patient infections or injuries reported.